Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Legal case.

Event description:
Notice was received from patient's attorney that "patient sustained injuries to his hip when the stryker accolade device implanted in his left hip failed, requiring revision surgery on (B)(6) 2014".

Manufacturer narrative:
This pi was identified as a duplicate investigation. Results and conclusions are documented under MFR 0002249697-2014-01111.

Event description:
Notice was received from patient's attorney that "patient sustained injuries to his hip when the stryker accolade device implanted in his left hip failed, requiring revision surgery on (B)(6) 2014". A review by a clinical consultant has indicated that the patient was revised for an alledged abnormal ion level and altr on (B)(6) 2014.

Manufacturer narrative:
An event regarding an altr and abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device remains implanted. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant noted: "diagnosis of a pseudotumor is on the specimen labels from the operating room. The pathologic diagnosis is noted and does not make a diagnosis for altr or pseudotumor, but does rule out infection. A single moderate increased serum cobalt two years after a total hip along with a previous total knee arthroplasty is not diagnostic of pathologic altr. Examination of the explanted components and review of the surgical pathology slides would be helpful in analyzing this case." -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there has been no other similar events for the reported lot. Conclusions: a review by a clinical consultant could not determine the exact cause of the event because insufficient information was provided. Further information such as return of the device and pathology reports are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Notice was received from patient's attorney that "patient sustained injuries to his hip when the stryker accolade device implanted in his left hip failed, requiring revision surgery on (B)(6) 2014". A review by a clinical consultant has indicated that the patient was revised for an alleged abnormal ion level and altr on (B)(6) 2014.